Event description:
It was reported that the customer had high blood glucose levels of 40 mmol/l. The customer reported multiple no delivery alarms from the insulin pump. Troubleshooting was done. The customer reported a bent cannula on the infusion set for the insulin pump. The customer reported feeling very ill and indicated that it might be necessary to go to the hospital. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched case, a scratched keypad overlay, a cracked belt clip slot and cracked battery tube threads.